Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 548 mg/dl, high ketones were present that were identified as life threatening by the health care provider (hcp) and customer reported a kidney infection. Reportedly, customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin and was discharged later the same day with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.